Manufacturer narrative:
A product investigation was completed: part 03.037.024, lot t116434 tfna helical-blade impactor was received in a good condition besides of some slight scratches at the tip and shaft. Part 03.037.026, lot 9670720 connecting screw: the visual inspection has shown that the first thread flanks of connecting screw got damaged. Additionally are some hammering marks at the bottom of the part. Part 04.038.290, lot 9955105 tfna helical blade: at the connection area of the blade are some deep impressions visible. The rest of the instrument is in good condition besides of some scratches on the shaft. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Based on the complaint description and noted surgeon comments, it is likely that the connecting screw was not fully captured in the helical blade (90mm) and the damage at the threads occurred due to the insufficient connection whilst inserting with a hammer. That would explain the impression marks at the connection area and why the replaced tfna helical blade (85mm) could not fully capture to the connecting screw. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing date: september 03, 2015. Review of the device history record showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. No non-conformance reports were generated during production. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported there was an issue during a surgery for intertrochanteric femoral fracture to apply trochanteric fixation nail advance (tfn-a) proximal femoral nailing system on (B)(6) 2016. The first tfn-a helical blade (90mm) was replaced with a shorter sized tfn-a helical blade (85mm) due to being too long; the size of the reported blade was chosen after measuring the desired depth. The surgery was completed, but the replaced blade could not fully be captured in the helical blade inserter. The surgery was extended for ten (10) minutes. No patient harm was reported. A few days after the procedure, the implants and instruments involved were examined. This revealed the tip (thread part) of the reported helical blade and screw coupling screw was being dull and it disturbed the helical blade being fully captured in the helical blade inserter. It was noted that incomplete locking of the buttress compression nut in the aiming arm may have caused the inappropriate sized helical blade being selected and the helical blade not being fully captured in the helical blade inserted may have resulted in the screw being dull. Concomitant devices: tfna helical blade (part 04.038.290s, lot 9955105, quantity 1); coupling screw (part and lot unknown, quantity 1). This is report 1 of 1 for (B)(4).